Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the left ventricular (lv) lead exhibited high capture threshold. The physician decided to replace the lead. However, during the procedure, the atrial lead and right ventricular (rv) lead had dislodged while lv lead was being removed. The physician explanted and and replaced the rv, lv and atrial lead. The patient was stable throughout.

Manufacturer narrative:
Further information requested but was not received.